Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed and one error id52 (defective buzzer) was found the device was not received because it was repair locally. To solve the issue the power supply board have been replaced. The defective part was received in brézins for investigation. According to our analysis, nothing was noticed during external visual check. After a visual inspection, the board was assembled with the agilia sp tester. The pump correctly switches on without any error or alarm. The buzzer sound was correctly emitted when the pump is turn on during its auto tests. Then during the buzzer test on agilia partner, the pump triggers error 52-0004 which confirm the reported issue. For this complaint, with the results of analysis the reported issue was confirmed. The root cause was found linked to a defective power supply board to our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: the buzzer volume is to low and doesn't pass the pm test that checks the buzzer. It buzzes but probably not loud enough for the microphone to catch. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.